Manufacturer narrative:
Concomitant medical products: w1tr01 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and implanted leads were explanted due to infection. It was noted the device had come through the skin. Antibiotic treatment was required. No further patient complications have been reported as a result of this event.